Event description:
Rportedly the patient underwent carotid endarterectomy. While closing carotid artery the suture broke. It was not known if the surgeon removed the broken suture or tied it off. Post operatively 1-2 days later, the patient was brought back to the or due to the patient having a stroke. When the patient was opended, they found the suture line opened causing a dehiscence. The patient was resutured without further complication.